Manufacturer narrative:
The biomedical engineer (bme) reported that the ECG or spo2 waveform, after each sweep, the waveform will disappear for a few seconds on the central nurse's station (cns). They placed another unit into service, and it was working correctly. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 11/15/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the patient and device information as requested.

Event description:
The biomedical engineer (bme) reported that the ECG or spo2 waveform, after each sweep, the waveform will disappear for a few seconds on the central nurse's station (cns). They placed another unit into service, and it was working correctly. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the ECG and spo2 waveforms would disappear for a few seconds at the central nurse's station (cns) after each sweep. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated or confirmed. As such, root cause cannot be determined. The customer reported they swapped out the cns to continue patient monitoring. In a related ticket 156299, the customer reported a similar issue which was resolved by replacing the hard drive during a repair by nihon kohden repair center (nk rc). This cns was installed on 01/2013. The hard drives were later replaced in ticket 160025. A root cause for disappearing waveforms may be related to failing hard drives. Hdds are electronic components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," or "threshold breach"), or the device may reboot. The device could display a blue failure screen, or the device screen could "freeze." The unit may sometimes then restart, or the device may need to have the hard drive replaced. Sometimes the hdds can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). The following fields contains no information (ni), as an attempt to obtain information was made, but not provided. Attempt #1 11/15/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded, but did not provide the requested information.

Event description:
The biomedical engineer (bme) reported that the ECG and spo2 waveforms would disappear for a few seconds at the central nurse's station (cns) after each sweep. No patient harm was reported.